Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, g6, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loose light guide adapter, cracked objective lens, dents on outer tube, dents on objective frame, and fiber breakage. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image is dark due to cracked objective lens, loose light guide adapter, dents on outer tube, dents on objective frame, and fiber breakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope experienced dark image during an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm.